Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the physician indicated that the right ventricular (rv) lead showed oversensing, high impedance and was suspected to be fractured. No further information was available about the details of the lead, and it is thought to still be in use. No patient complications have been reported as a result of this event.